Manufacturer narrative:
A ge service rep performed an on site investigation. The power was found to be the probable cause of the malfunction. This was re-routed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament regulator error code message with pt involvement. No report of pt or staff injury.